Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-90844 for weak battery alarm.

Event description:
Customer reported that he kept receiving low battery alarms and was sent a new battery cap. Customer stated that now he has been getting vibrating alarms with no message. The insulin pump has vibrated 3 times in the morning without an explanation. Customer checked the alarm history and no new alarms recorded. Self test was performed and it passed. Customer stated he does not use temporary basal or easy bolus. Customer stated his blood glucose has been running a little higher due to spinal stenosis. Customer mentioned that two weeks ago he was in the hospital to receive steroid shots in his spine; unrelated to his diabetes. Blood glucose value was 171 mg/dl; last reading was 167 mg/dl. Nothing further reported.